Event description:
Additional information found the patient had their ipg replaced to address the issue.

Manufacturer narrative:
Correction: e1 - dr information should have been dr haibin wang rather than (B)(6).

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was inoperable. It was unknown when the last time the patient charged their ipg. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction: after additional follow up -h6 method code - should have been 4114 rather than 4117.